Event description:
Revision surgery - the pt's foundation primary total shoulder arthroplasty failed due to insufficient rotator cuff.

Manufacturer narrative:
The original operation was performed on (B)(6), 2001 and the revision operation on (B)(6), 2012. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any activities, accidents, or medical contraindications that may have caused the need for a revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The returned explants were examined with a 5x magnifier and measured with a caliper. The pegged glenoid, 54mm had roughly 10% of the surface missing, mainly on the inferior side and significant evidence of delamination and erosion on 30% or more of the remaining contact surface with the humeral head. The missing ultra high molecular weight polyethylene (uhmwpe) fraction of the pegged glenoid may have been pulled away or broke during the revision operation since it was cemented in place. The uhmwpe wear even discounting the missing fraction of the implant, was excessive for the four and a half years of use. It appears the pegged glenoid had excessive loading, or loading at an improper orientation to cause that damage. The humeral head explants were in excellent condition. The convex surface of the humeral head was uniformly smooth and undamaged. The outer diameter was within specification. There are a few dings on the humeral head possibly from the extraction process. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for the pegged glenoid, one complaint for the humeral head, and there are 20 prior complaints for the humeral stem. No product defects were identified in those product complaints that would have led to the revision surgery in this complaint. The root cause was the patient had a revision surgery from a foundation system to an rsp system 4.5 years after the initial operation as a result of an insufficient rotator cuff system. A review of the returned devices, device history record, and product complaint report history showed the explanted devices met material, design, and manufacturing requirements.